Event description:
About 7 years ago when icy hot wraps first came out, I used one on my back to relieve back pain. I left it on several hours - it was advertised to be effective for up to 8 hours of pain relief - and when I took it off I had blisters on my back coinciding with the placement of the heat discs in the wrap. The blisters went away in a few days with no extreme intervention but I have never used one of the heat wraps since. Diagnosis or reason for use: achy back due activity stress. Event abated after use stopped: yes.